Event description:
It was reported that the attachment device had an unknown malfunction. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned with an unknown malfunction. Reliability engineering evaluated the device. A functional assessment was performed which revealed that the device vibrates. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.